Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI#(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products shown below were used for a surgery performed on (B)(6) 2017. The following event occurred during the surgery: a stem (size no. 10, unknown item/lot numbers) and the above neck (item no: l94007, lot no: 70) and head (item no: 253070000, lot no: unknown) were used in the surgery. The reported head and the reported neck did not fit properly during a trial. A complaint was reported that there was something wrong with the locking ring of the trail neck. After hammering the head and neck to fit them well with an impactor (unknown item/lot numbers), the trial was continued, however another trial could not be performed as these products were firmly fixed with each other and they could not loosen. . The surgery was managed to be finished without any problems by doing a trail again using a real stem (unknown item/lot numbers) and a different-size trial head (unknown item/lot numbers). After the surgery, a staff tried to loosen the firmly fixed the head and the neck again in an unclean area, but in vain. In addition, it is confirmed that the neck and a different size of a trial head (22¿+4) were fitting okay although they were still firm. According to the surgeon, a deformed locking ring of the trail neck might have been the cause of this event, however it is uncertain. There was no adverse consequence to the patient.

Manufacturer narrative:
The reported products shown below were used for a surgery performed on (B)(6) 2017. The following event occurred during the surgery: a stem (size no. 10, unknown item/lot numbers) and the above neck (item no: l94007, lot no: 70) and head (item no: 253070000, lot no: unknown) were used in the surgery. The reported head and the reported neck did not fit properly during a trial. A complaint was reported that there was something wrong with the locking ring of the trail neck. After hammering the head and neck to fit them well with an impactor (unknown item/lot numbers), the trial was continued, however another trial could not be performed as these products were firmly fixed with each other and they could not loosen. . The surgery was managed to be finished without any problems by doing a trail again using a real stem (unknown item/lot numbers) and a different-size trial head (unknown item/lot numbers). After the surgery, a staff tried to loosen the firmly fixed the head and the neck again in an unclean area, but in vain. In addition, it is confirmed that the neck and a different size of a trial head (22¿+4) were fitting okay although they were still firm. According to the surgeon, a deformed locking ring of the trail neck might have been the cause of this event, however it is uncertain. There was no adverse consequence to the patient. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.